Event description:
The hcp reported impedances greater than 400 ohms on all monopolar and multi-electrodes. Device interrogation revealed high impedances on one side, making programming difficult. The patient stated it felt like the device had shifted and was pulling on the wires. The neurostimulator had migrated in the patient's chest. The hcp palpated the patient's neck and thought that perhaps there is a problem around the connector. X-rays revealed a "kink" in the wire. The patient was referred to a neurosurgeon. Refer to medwatch report # 6000153-2007-04058.